Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had foreign particle matters (string-like). The event occurred while visually inspecting a "daily process media fill" during setup/preparation there was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to initial g3: date received by MFR: 07/07/2022 (previously submitted as 07/12/2022). One (1) actual sample and four (4) photographs of the sample were received for evaluation. Visual inspection along with magnification was performed. The photographs showed a white elongated polymeric appearing particle morphologically consistent with fill port material. The reported condition was verified in the photo sample. The actual sample was inspected of the entire fluid pathway under magnification and no particle matter could be observed of the drained bag, possibly because the particulate matter was drained out of the container. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.